Event description:
End-user alleged that medical intervention was required on (B)(6) 2018 at approximately 1200 for symptoms of hypoglycemia. End-user stated that prior to contacting 911 she received a 350 mg/dl, 385 mg/dl and a 444 mg/dl on the prodigy meter. End-user waited approximately 45 minutes to contact 911 after receiving the results and began to feel "shaky, sweating and slurring words". Paramedics arrived within 15 minutes of calling and tested the end-user blood glucose with result of 62 mg/dl and 67 mg/dl. Approximately 1 hour occurred between testing the prodigy meter and the paramedic's meter; it is unknown if the end-user administered insulin at the time of testing on the prodigy meter. End-user received oral glucose and a half of peanut butter sandwich during the paramedics visit. End-user was not transported to the hospital and no other information is available regarding this event.